Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. The patient programmer is not included in the report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that the patient programmer (pp) screen was blank. The patient was advised to ensure that the batteries were placed in the pp correctly. After removing and replacing the batteries the pp screen came up normally. The patient then stated that she was going to increase stimulation because she was having constant dripping last week and she also found out that she has a uti and was taking antibiotics for the uti. In a later call on the same day the patient reported encountering poor communication with and without the pp external antenna. Because the patient's ins was more than 3 years old the patient was advised to follow-up with her healthcare provider (hcp) to have the ins evaluated. The patient stated that she has a follow-up appointment on (B)(6) 2017. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.